Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported impact to the customer¿s blood glucose level. Customer support confirmed cgm error in pump history, guided caller through complete pump reset, and after reset no further cgm error appeared, then advised caller to wait 20 minutes before restarting sensor so values would display again.